Event description:
User reported inaccurate digoxin results on the five samples when run on two different analyzers. The following four sample examples were provided. Samples one to three are from pt 1. The fourth sample is from pt two. Units of measure = ng/ml. Sample 1: initial 5.6 on analyzer 1, repeated twice at .7 and .8 on analyzer 2. Sample 2: initial 2.5 on analyzer 1, repeated 0.3 on analyzer 2. Sample 3: initial 2.5 on analyzer 1, repeated 0.4 on analyzer 2. Sample 4: initial 1.6 on analyzer 1, repeated 2.0 on analyzer 2. All sample results were reported from pt 1 and no info was provided to determine if pt was adversely affected. No results were reported from pt 2. If additional info is received, appropriate notification will be provided.